Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information from a consumer reported the pump was removed due to cellulitis on (B)(6) 2009. The patient's pump was replaced (B)(6) 2009, and the patient developed redness and swelling. Cultures were done, and the patient was given antibiotics. On (B)(6) 2009, the patient healthcare professional was treating cellulitis. On (B)(6) 2009, the pump was removed due to cellulitis. The pump was used to infuse fentanyl 780 mcg/ml at 185 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from the consumer reporting their pump was explanted approximately 5 years ago due to an infection. Per the patient they couldn't put another back in so the patient no longer has one. No drug, device information, diagnostics or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.